Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad tactile change issue. The 'up', 'down' and 'ok' buttons must be pressed hard with the patient's fingernail to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the up arrow and contrast keypad buttons were hard to press and required increased force to engage. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/faded and discolored display screen that was difficult to read. A test display screen was inserted and found to function properly with no visible signs of fading or discoloration of text.